Event description:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device had smoke coming from the heater area under the water tray. The patient reports they were awakened by the smoke coming from their mask and tubing. The patient reports chemical burning scent that is really thick and overwhelming. The device was plugged into a surge protector. There is no report of burns, flames or warping on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.